Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for implantation using a large flexnav delivery system. At an unknown point, the valve was reported to have embolized. The patient reported heavy chest pain, their blood pressure dropped quickly, and they went into ventricular fibrillation, and cardiac arrest, as noted by electrocardiogram (EKG). The valve was captured by two snares and dragged up to the aortic arch. The patient had cardiac pulmonary resuscitation performed for 45 min, was shocked several times, and was resuscitated. Near sinus rhythm was established. It was discovered that the valve had been crushed due to cardiac pulmonary resuscitation. The valve was then moved to the descending aorta. A new, 27mm portico valve was implanted using a large flexnav delivery system. The following day, the patient was responding and showed no brain damage.

Manufacturer narrative:
An event of a portico valve embolism was reported. It was also reported that the patient had heavy chest pain, their blood pressure dropped quickly, and they went into ventricular fibrillation, and cardiac arrest, with resuscitation being performed. No additional information, including the serial number, was available from the field, however one image was received. It appeared to show an embolized transcatheter valve which had been deformed/crushed, with the damage reported to have occurred during resuscitation of the patient. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.